Manufacturer narrative:
Per tandems user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was 123 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy. Reportedly, customer used fiasp insulin, and tandem's technical support educated customer on insulin labeling.